Manufacturer narrative:
On 4/9/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On(B)(6)2021, the product investigation was completed. It was reported that during an ischemic ventricular tachycardia (isvt) ablation procedure, there was bleed back from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The sheath was replaced, and the issue resolved. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since there¿s no indication that the back bleed was excessive nor that patient¿s hemodynamics was compromised or that an intervention was required, this won¿t be considered a patient event but a product malfunction for ¿hemostatic valve-separation¿ as it is most likely the back flow bleed occurred due to a malfunctioning/dislodged valve. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheat. And the flow pump was tested and no issues were observed, no malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 00001493 number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an ischemic ventricular tachycardia (isvt) ablation procedure, there was bleed back from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The sheath was replaced, and the issue resolved. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since there¿s no indication that the back bleed was excessive nor that patient¿s hemodynamics was compromised or that an intervention was required, this won¿t be considered a patient event but a product malfunction for ¿hemostatic valve-separation¿ as it is most likely the back flow bleed occurred due to a malfunctioning/dislodged valve. Hemostatic valve separation is MDR-reportable.